Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump seems to be died due to battery problems. Customer stated that insulin pump alarmed for battery out limit and low battery which was lasting for one day. Customer¿s blood glucose was unknown. Insulin pump will not be return for analysis.